Event description:
The pt reported experiencing warmth at his scs ipg pocket site after using his scs system stimulation for a few hours. The pt began experiencing the warming after the implant of the scs system and the sensation has continued to date. The pt also reported he had been experiencing an uncomfortable stinging sensation when using his scs system stimulation. The stinging sensation resolves when the pt turns off stimulation. Follow-up identified a sjm rep was unable to resolve the issue with reprogramming. The pt is able to use system stimulation for an hour at a time. The physician plans on scheduling an x-ray to rule out any disconnects/lead pull-out. There is a possibility that revision will take place in the event the x-ray shows no anomalies. At this time there is no add¿l info.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.